Event description:
It was reported that the patient experienced two inappropriate shocks - and palpitations and anxiety - due to a right ventricular lead fracture. A lead integrity alert was triggered for oversensing/inappropriate sensing. It was also reported that the device had unexpected battery longevity; it was "short lived." The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 5076 implantable pacing lead 2008-(B)(6).